Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the scrub nurse was attempting to load a matrix screw for insertion and it was noted that the tip became damaged. The broken pieces were retrieved outside of pt. The distractor tip was changed and the procedure was continued with no harm to the pt.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.